Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product no longer available for return.

Event description:
It was reported the customer received the following results, with two different aviva systems, within 10 minutes: 2.4 mmol/l (aviva expert, system 1) and 6.0 mmol/l (aviva, system 2). No adverse event was reported. The same test strip vial was used for both meters and results. The test strip lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.